Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the atrial lead. An instance of low impedance was also noted. No patient symptoms were reported. No intervention was reported.